Event description:
Fley catheter balloon deflated for discontyinuation; attempted to remove catheter. Unable to remove catheter from penis. Lidocaine was instilled to relieve pt's discomfort and catheter was pulled out. Upon removal a ridge was noted to be formed on the catheter.